Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation for the event, poor air and water supply occurred due to a clogged nozzle. We could not identify the foreign material or specify the root cause of the foreign material remaining in the device.in the event of the suction cylinder being found with foreign objects. We could not identify the foreign material or specify the root cause of the foreign material remaining in the device. Since whether the user conducted reprocessing in accordance with the information for use (IFU) or not was unknown from the provided information, we could not specify the cause of the foreign material remaining in the device. The event is detectable/preventable by handling the device in accordance with the following IFU. Gastrointestinal videoscope olympus cf-lv1l/I operation manual chapter 3 preparation and inspection gastrointestinal videoscope olympus cf-lv1l/I reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the nozzle was clogged with foreign material, which was causing the poor air and water supply. Additionally, foreign matter was also found in the suction cylinder. There were no reports of patient involvement.